Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter successfully attached to a test box with no anomalies noted. Electrodes 1-4 displayed acceptable resistance values while the device was undeflected, deflected and manipulated. No open or short circuits were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise and subsequent delay remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00381. During the procedure, the electrograms on the spline a of the catheter revealed noise periodically. Mapping was attempted and was fine one minute and then the electrograms became scrambled. The connector was changed to a new one which did not resolve the issue. Another catheter was opened, however, it would not flush or drip. A third catheter was obtained and the procedure was completed with no consequences to the patient. However, this caused a significant delay in the procedure.

Manufacturer narrative:
An attempt to flush the catheter via the irrigation extension tube was made; however, the catheter could not be flushed. The mandrel could not enter the fluid lumen due to a blockage at the proximal end within the extension tube. As a result of this finding, abbott is performing further investigation.